Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During the visual evaluation, it was noted that a small part of the core wire along with the distal tip was noted to be missing. Stretching was noted to the outer catheter proximal to the marker band. Additionally, tears were noted to the distal part of the outer catheter. Therefore the investigation is confirmed for the detachment issue as the distal tip was detached along with some part of the corewire. The investigation is also confirmed for material torn and stretching issues as the outer catheter were noted to be stretched and torn at the distal end. However, the investigation is unconfirmed for the material separation issue as there is no material separation in the sample. A definitive root cause for the reported material separation and the identified detachment, material torn, and the material stretched issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter was allegedly found separated. It was further reported that the device was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a recanalization procedure, the tip of the catheter was allegedly found separated. It was further reported that the device was removed. There was no reported patient injury.